Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that their understanding of the cause from tech services was determined to be end of service life for the ins. Patient stated they had never seen a rep since the original implant date. They had never had the battery checked or any adjustments or reprogramming performed with their ins. No battery checks had ever been performed. Patient was currently in the process of being scheduled for a battery replacement as they were very happy with the therapy. The cause of the stimulation output issues was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that has been unable to connect to ins. Last successful connection was reported to be 3 weeks ago, but caller also stated pt has been unable to connect for 3 weeks. Caller reported getting a message that stated 'device not found' and prompted user to adjust communicator over device. Caller stated that, before calling, they attempted several times to connect and tried different communicator positions each time. Caller confirmed using correct app, and tried both clinician and mytherapy apps on both patient-owned and rep-owned devices. Caller stated the pt was quite thin, and the battery was very prominent. Caller with pt, who denied any recent falls or medical procedures. Pt also denied seeing any por or eri messages. Pt did mention that they increased stim when they connected 3 weeks ago, but reported to their hcp last week they would wake up in the night with the stim "pounding harder and harder." For the last few days, however, pt has not been able to feel any stimulation. Agent reviewed likely eos. Caller stated pt needed MRI of lower back. Agent reviewed MRI scanning guidelines. Agent suggested caller consult with managing hcp to determine next steps for the pt.